Manufacturer narrative:
Evaluation summary:- a medtronic representative went to the site to test the equipment. Testing revealed that the issue was resolved after replacing break out box. A system checkout was performed, and the system was found to be fully functional. Concomitant medical products: em intfce 9735825 s8 em instr intfce the emitter was returned to the manufacturer for analysis. Functional testing and visual/physical examination were completed and the issue was confirmed. While plugged into a functional tester, all port leds lit orange and then turned off after a few seconds. After a few more seconds, it would establish communication and the led would turn green. When a tool is plugged into port. Ports 1, 3, and 5, there was no change to the led indicators. Ports 2, 4, and 6 functioned as expected. The cause of the issue was a communication malfunction with the emitter. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a nasal skull base repair. It was reported that the left 3 inputs on the breakout box did not work (no lights and instruments were plugged into them would not show up). The site only had 3 inputs for instruments they had to swap out instruments frequently. The procedure was delayed less than an hour. No impact on patient outcome.